Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving fentanyl and bupicavaine via an implantable pump. The indication for use was spinal pain indications. The patient¿s representative reported that the patient¿s pump had stopped and it had not been functioning for 5 months. On wednesday, the patient would have it replaced. Additional information was received on 25-03-2026 from the healthcare provider via the company representative who reported that the patient was not getting therapy due to there being something wrong with the catheter. They noticed this at a time of refills where there was a discrepancy in volume received versus volume expected. A catheter revision was done due to the discrepancies in volumes at time of refills. Surgical intervention occurred to replace catheter. They put a new catheter and tied off the old catheter. The new catheter was connected to a new pump prophylactically and drug was transferred from the old pump to the new pump. A new starting dose of 193 g /ml was programmed into the new pump as there was some type of occlusion, causing the discrepancy and refills. The pump was prophylactically changed so the patient would not have to come back in a couple years to get a new one done per surgeons discretion. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the reported event.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2004, explanted: (B)(6) 2026, product type catheter product ID 8578, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial# (B)(6), ubd 2017-01-28, UDI# (B)(4), (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing bupivacaine and fentanyl for spinal pain indications. It was reported that the patient came in for a refill today and reported that they were not feeling well. Caller stated that last month when he filled the pump, he expected 6.1ml but aspirated 15ml and mentioned that the patient had an magnetic resonance imaging (MRI). Caller stated that he expected 6.1ml and he pulled back the full 20 ml. Caller stated that the pump was not indicating that there were any problems with the pump. Technical services (ts) reviewed that there was probably a kink or occlusion in the catheter, and that would not be indicated in the logs. Ts recommended a dye study. Caller stated that he was not going to do a dye study and believes that he needs to replace the catheter and possibly the pump. Caller stated that 90% of the time, side port studies/aspirations do not work. Ts reviewed that ultimately, it's his decision on how to proceed.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2004: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 16-jul-2005, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.